Event description:
It was reported by service report that the modules popped-out from the footboard, and there were gaps between modules and footboard. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged footboard modules.